Manufacturer narrative:
Visual inspection identified a small tear on the valve - shell interface which is located on the 6 o'clock position (when the product was held in such a position that the brand name was upright and horizontal). Pressure testing could not be completed due to the size and position of the breach. Microscopic examination (x10) of the tear identified ragged edges which is indicative of excessive force having being used. The product met all manufacturing and quality specifications post manufacture. The tear is not a manufacturing fault.